Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17995217 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately 7 years after implanting the aortic bifurcate 26mm, occlusion of the devices right limb occurred. Open surgery was used to replace the device. The procedure was completed successfully. There was no reported injury to the patient. The physician and the tech were experienced in using the device. They complete several cases every year. The sales rep was present for the procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. It was noted that the device did pass through acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used to advance the device at any time during the procedure. It was verified that the limb cranial edge marker was placed within the maximum and minimum bifurcate overlap markers. It was also verified that the limb caudal edge marker was above the iliac artery opening. There was no difficulty encountered while trying to cannulate the bifurcate contra-lateral limb opening. It was verified under fluoroscopy that the device was not in a side vessel. The device will be returned for evaluation. Image review results: image 1: shows what appears to be two iliac limbs of an incraft device explanted from the patient. The component to the left is essentially patent, whereas the component to the right appears to be containing a large amount of thrombus that may potentially be completely or partially occluded. Image 2: shows what appears to be the aortic bifurcate from a caudal view. The uncovered crown of the component is missing as is typical for an explanted device. There appears to be a large amount of thrombus in the lower leg, and an indeterminate amount of thrombus in the other leg, due to poor lighting. Image 3: shows the aortic bifurcate again and is very similar to image 2. Image 4: shows the explanted device in its entirety, minus the portions left behind in the patient. The device is essentially intact. Image 5: shows the device in a similar manner to image 1. The thrombus is apparent in one of the iliac limbs and appears occlusive.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, approximately 7 years after implanting the aortic bifurcate 26mm, occlusion of the devices right limb occurred. Open surgery was used to replace the device. The procedure was completed successfully. There was no reported injury to the patient. The physician and the tech were experienced in using the device. They complete several cases every year. The sales rep was present for the procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. It was noted that the device did pass through acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used to advance the device at any time during the procedure. It was verified that the limb cranial edge marker was placed within the maximum and minimum bifurcate overlap markers. It was also verified that the limb caudal edge marker was above the iliac artery opening. There was no difficulty encountered while trying to cannulate the bifurcate contra-lateral limb opening. It was verified under fluoroscopy that the device was not in a side vessel. The device will be returned for evaluation. Image review results: image 1: shows what appears to be two iliac limbs of an incraft device explanted from the patient. The component to the left is essentially patent, whereas the component to the right appears to be containing a large amount of thrombus that may potentially be completely or partially occluded. Image 2: shows what appears to be the aortic bifurcate from a caudal view. The uncovered crown of the component is missing as is typical for an explanted device. There appears to be a large amount of thrombus in the lower leg, and an indeterminate amount of thrombus in the other leg, due to poor lighting. Image 3: shows the aortic bifurcate again and is very similar to image 2. Image 4: shows the explanted device in its entirety, minus the portions left behind in the patient. The device is essentially intact. Image 5: shows the device in a similar manner to image 1. The thrombus is apparent in one of the iliac limbs and appears occlusive.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17995217 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but has not yet been received.

Event description:
As reported, approximately 7 years after implanting the aortic bifurcate 26mm, occlusion of the devices right limb occurred. Open surgery was used to replace the device. The procedure was completed successfully. There was no reported injury to the patient. The physician and the tech were experienced in using the device. They complete several cases every year. The sales rep was present for the procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. It was noted that the device did pass through acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used to advance the device at any time during the procedure. It was verified that the limb cranial edge marker was placed within the maximum and minimum bifurcate overlap markers. It was also verified that the limb caudal edge marker was above the iliac artery opening. There was no difficulty encountered while trying to cannulate the bifurcate contra-lateral limb opening. It was verified under fluoroscopy that the device was not in a side vessel. The device will be returned for evaluation. Image review results: image 1: shows what appears to be two iliac limbs of an incraft device explanted from the patient. The component to the left is essentially patent, whereas the component to the right appears to be containing a large amount of thrombus that may potentially be completely or partially occluded. Image 2: shows what appears to be the aortic bifurcate from a caudal view. The uncovered crown of the component is missing as is typical for an explanted device. There appears to be a large amount of thrombus in the lower leg, and an indeterminate amount of thrombus in the other leg, due to poor lighting. Image 3: shows the aortic bifurcate again and is very similar to image 2. Image 4: shows the explanted device in its entirety, minus the portions left behind in the patient. The device is essentially intact. Image 5: shows the device in a similar manner to image 1. The thrombus is apparent in one of the iliac limbs and appears occlusive.

Event description:
As reported, approximately 7 years after implanting the aortic bifurcate 26mm, occlusion of the devices right limb occurred. Open surgery was used to replace the device. The procedure was completed successfully. There was no reported injury to the patient. The physician and the tech were experienced in using the device. They complete several cases every year. The sales rep was present for the procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. It was noted that the device did pass through acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used to advance the device at any time during the procedure. It was verified that the limb cranial edge marker was placed within the maximum and minimum bifurcate overlap markers. It was also verified that the limb caudal edge marker was above the iliac artery opening. There was no difficulty encountered while trying to cannulate the bifurcate contra-lateral limb opening. It was verified under fluoroscopy that the device was not in a side vessel. The device will be returned for evaluation. Image review results: image 1: shows what appears to be two iliac limbs of an incraft device explanted from the patient. The component to the left is essentially patent, whereas the component to the right appears to be containing a large amount of thrombus that may potentially be completely or partially occluded. Image 2: shows what appears to be the aortic bifurcate from a caudal view. The uncovered crown of the component is missing as is typical for an explanted device. There appears to be a large amount of thrombus in the lower leg, and an indeterminate amount of thrombus in the other leg, due to poor lighting. Image 3: shows the aortic bifurcate again and is very similar to image 2. Image 4: shows the explanted device in its entirety, minus the portions left behind in the patient. The device is essentially intact. Image 5: shows the device in a similar manner to image 1. The thrombus is apparent in one of the iliac limbs and appears occlusive.

Manufacturer narrative:
As reported, approximately 7 years after implanting the aortic bifurcate 26mm, occlusion of the devices right limb occurred. Open surgery was used to replace the device. The procedure was completed successfully. There was no reported injury to the patient. The physician and the tech were experienced in using the device. They complete several cases every year. The sales rep was present for the procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. It was noted that the device did pass through acute bends. There was no difficulty or resistance encountered while advancing/tracking the device towards the aneurysm. Unusual force was not used to advance the device at any time during the procedure. It was verified that the limb cranial edge marker was placed within the maximum and minimum bifurcate overlap markers. It was also verified that the limb caudal edge marker was above the iliac artery opening. There was no difficulty encountered while trying to cannulate the bifurcate contra-lateral limb opening. It was verified under fluoroscopy that the device was not in a side vessel. The product was returned for analysis. The aortic bifurcate 26mm involved in the complaint was received for analysis inside a plastic bag. Per visual analysis some inconsistencies with the complaint pictures were noted. Besides the missing uncovered crown of the component (as is typical for an explanted device), no device occlusion was noted. Previously, a file with five images of an allegedly aortic bifurcate 26mm was received for visual review. The actual device was not returned for evaluation initially. However, per visual analysis of the images attached to the complaint, the following review results were obtained: image 1: shows what appears to be two iliac limbs of an incraft device explanted from the patient. The component to the left is essentially patent, whereas the component to the right appears to be completely or partially occluded. Image 2: shows what appears to be the aortic bifurcate from a caudal view. The uncovered crown of the component is missing as is typical for an explanted device. Image 3: shows the aortic bifurcate again and is very similar to image 2. Image 4: shows the explanted device in its entirety, minus the portions left behind in the patient. The device is essentially intact. Image 5: shows the device in a similar manner to image 1. A product history record (phr) review of lot 17995217 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device occlusion¿ was confirmed through analysis of the images provided for review. The exact cause of the event could not be determined during analysis. However during physical analysis of the device the event could not be confirmed as no occlusion was present. It is possible that some process was used to clean the device prior to shipping for analysis. Based on the information available for review, vessel characteristics or inconsistent maintenance medication may have contributed to the event as evidenced by the thrombus noted in the pictures provided during for review. According to the safety information in the instructions for use, ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. Potential adverse events and potential device risks include, but are not limited to arterial or venous thrombosis.¿ neither the phr review, the post-explant images, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.